Event description:
It was reported that the ilet screen stopped responding after the user underwent an MRI unrelated to the ilet and the device had been disconnected. Upon reconnection, the screen remained unavailable despite vibration feedback from the wake button and confirmation of an intact display, and the app could not be used because the ilet was disconnected. No reported adverse clinical effects reported during the event. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included customer troubleshooting guidance to place the ilet on the charger to attempt to wake the screen. Investigation of this case revealed a suspected device display or user interface malfunction following MRI exposure, with the wake button providing haptic response but no screen activation, consistent with a potential hardware fault of the display or associated controls. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.

Manufacturer narrative:
Initial.